Event description:
Reporter indicated a patient had high lead impedance 10,000 ohms with vns diagnostics testing at an office visit on (B)(6) 2013. The patient was also experiencing increased seizures including drop seizures, which have caused injuries. The patient had vns generator replacement surgery performed earlier on (B)(6) 2012. The patient experienced increased urination following the surgery, but no infection was noted. On (B)(6) 2012, the vns was reported to have been working properly. On (B)(6) 2012, the patient had a severe fall from a drop seizure. X-rays were performed which did not identify any lead fractures per the reporter. The patient had exploratory surgery performed on (B)(6) 2013. The lead pin was noted to be disconnected from the generator. After the lead pin was inserted, diagnostics resulted in approximately 3500 ohms (normal impedance). Diagnostics were repeated with the patient in different positions and the results were all within normal limits. No new devices were implanted. Attempts for additional information have been unsuccessful as the reporter declined to give any information.

Manufacturer narrative:
It is suspected the patient's fall on (B)(6) 2012 may have contributed to the lead pin dislodging from the generator, causing the high lead impedance.